Event description:
An infusion pump with a failure code 570:320:844:0000. Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump. No patient injury had been reported.

Manufacturer narrative:
The pump has been requested but has not been received by the manufacturer. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.